Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/would not move, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by(B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move, did not function, and the moving parts did not move smoothly. It was further determined that the device failed pretest for check for mechanical free movement, check general function in running mode and check the oscillation frequency. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device was not working and the free moving failed. It was reported that there was a ten-minute delay to the surgical procedure and a spare device was used to complete the surgery successfully. It was reported that there were no fragments generated. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.